Event description:
It was reported that the patient reported getting a shock feeling from the system controller case. The controller case had paint missing and the controller was replaced. The issue resolved with controller exchange.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.